Event description:
Received report of the pt having mesh in for three years and developed seroma.

Manufacturer narrative:
A final report will be submitted upon completion of the investigation into this event.